Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient glare and cannot drive at night. Clinical reason was mentioned as dysphotopsia contract reduction . The iol was exchanged for another lens model two months following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The IFU states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).